Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported hospitalization for (B)(6) peritonitis. There is no documentation which indicates a liberty cycler/ liberty cycler set product deficiency or malfunction caused or contributed to the peritonitis. While the exact etiology for the patient¿s (B)(4) peritonitis is unknown; the patient¿s pd catheter malfunction is a possible causal/contributory factor. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
A patient on continuous cycling peritoneal dialysis (ccpd) therapy was admitted into the hospital for peritonitis and pd catheter (not a fresenius product) malfunction (blockage) which was preventing the patient from being able to drain or fill during pd treatment. Details surrounding the patient¿s hospitalization course are unknown as the discharge summary was not available. Per the nurse, the patient¿s pd effluent grew (B)(6). The patient was treated with vancomycin (unknown dose, route, frequency). The patient also underwent revision of the pd catheter (not a fresenius product) to remove the blockage. The patient was continued on pd therapy while hospitalized. The patient was discharged and is reportedly recovering from the peritonitis event. No further information is available.